Event description:
Customer's mother reported she called adc customer service to request control solution because customer had dropped her adc blood glucose meter "real hard" and she was concerned the meter "might not be working right". Caller further reported that on (B)(6), 2014 at 5:36 pm, after the meter had been dropped, customer tested using her meter and received a reading of 147 mg/dl. An "hour or so" later, caller noticed customer was "acting funny" so she took her to a local healthcare facility where a reading of 400 mg/dl was received on a hospital's accucheck meter. Caller could not report the diagnosis given, but noted customer was treated with 8 units of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1472637 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.